Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - brushing was not performed for biopsy channel/suction channel/biopsy port/suction cylinder at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: - distal end cap cover --- scratch - bending section rubber glue --- separated - connecting tube --- wrinkle 10mm from glue - scope cover --- cracked - switch box unit --- scratched - universal cord --- buckles - plug unit --- damaged housing - scope connector water mouthpiece --- loosened - angulation --- less or specified value - biopsy channel --- wear and tear however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the users reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The IFU instructs to brush biopsy channel/suction channel/biopsy port/suction cylinder as follows: chapter "reprocessing the endoscope (and related reprocessing accessories)"/ "manually cleaning the endoscope and accessories" / "brush the channels" - "be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is ddn9 and the automated endoscopic reprocessor (aer) used is soluscope. The air/water channel, auxiliary channel, balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is soluscope cln and the aer disinfectant is soluscope paa. The storage practice is laying the scopes horizontally in a simple drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 cfu of microbes. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii gastrointestinal videoscope tested positive for over 76 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.